Event description:
A consumer reported blurry near vision following intraocular lens (iol) implant surgery. She reported that her surgeon told her she "cannot see because her brain has not adapted yet" and recommended having the fellow eye implanted. The consumer stated that she is "very upset". At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).